Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the cause of the impedance is sue has not been determined. The rep stated that the patient will be reaching out to them with an update on the charging. The rep will follow-up when they receive the details.

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
A consumer via a manufacturer representative reported that the patient¿s device was displaying high impedance on electrode 13 during an impedance check on (B)(6) 2016. There were no known environmental, external, or patient factors noted to be contributing to the issue. The implantable neurostimulator (ins) was reprogrammed to avoid use of electrode 13 and the patient was pleased with the coverage. Adaptive stimulation was also activated and the patient was pleased with those results as well. The patient also noted that they had tried charging their ins and had full coupling but the ins battery icon did not fillup. The ins battery was half full at the time of the meeting. Recharging was reviewed with the patient and they were going to go home and spend a longer time of 1 to 2 hours recharging and notify the manufacturer representative if the ins battery icon did not change. There were no patient symptoms reported. The patient was implanted for non-malignant pain.